Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Subsequently, the pump shut down. The customer's blood glucose was in the 600 mg/dl range with a high ketone level identified as dangerous. Reportedly, due to diabetic ketoacidosis, customer¿s urine was acidic resulting in burns. Bg was addressed via manual injections. Reportedly, the customer reverted to manual injections for insulin therapy.